Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular defibrillation lead received two shocks due to noise on the rate channel. It was also reported that a shorted lead warning message appeared upon device interrogation.